Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(4) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message" was confirmed during the load cell characterization test but not confirmed during archive data review. The root cause of the ua07 was due to failed load cells. The broken covers and load cells failure were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed at zoll. The front and bottom enclosures were observed cracked on the screw well area, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures were replaced to address the issues. A review of the archive data showed no ua07 (discrepancy between load 1 and load 2 too large) on or around the reported event date. However, ua45 and ua17 errors occurred on the event date, unrelated to the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The preliminary functional test failed due to the ua45 (not at "home" position after power-on/restart) advisory message displayed upon powering up the platform, unrelated to the reported complaint. The root cause of the reported ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. The zoll service personnel rotated the platform's driveshaft to "home" position to remedy the fault. The reported ua07 error message was not reproduced during the functional testing. During load cell characterization test, the two load cells failed, thus confirming the reported complaint. The load cells were replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).